Event description:
Patient reported capsular contracture Baker grade II. Healthcare professional then reported "Caspular Contracture Baker grade IV". Healthcare professional then reported "Hole non-specific". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of capsular contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.The reason for reoperation: Rupture, Capsular Contracture Baker grade IV.